Event description:
It was reported to baxter (B)(4) that an infusor lv2 device leaked at the yellow cap during patient use. The device was infusing the patient with 5-fluorouracil and 5% glucose when the leak was observed. There was no patient injury or medical intervention reported. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The device has been received by baxter for evaluation; however, the evaluation has not yet been completed. A follow up report will be submitted upon completion of the evaluation or should additional information become available. Batch review determined that no nonconformance reports were documented for the manufacturing of this lot.